Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the needle mechanism did not deploy and fully extend the cannula into the subcutaneous tissue. This was due to a mfg defect. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Customer called to report she had experienced elevated bg levels and removed the device. At that time she noted that the needle mechanism had not fired and the cannula was not visible. The device is being returned to the MFR for evaluation.